Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The customer ended the call before any personal or product info could be obtained. No product will be returned.

Event description:
Corporate product surveillance (cps) received notification of a complaint, on may 12, 2010 via fca representative during an attempt to collect further information pertaining to urgent product recall letter for homechoice / homechoice pro. Dated 01/12/10 via fca representative when home patient (hp) reported "infection in tube, new tubing, on hemo now for one more week" on 28 may 2010, product surveillance contacted the hp's peritoneal dialysis clinic regarding the report that the hp had "an infection in tube". The nurse said that the hp had been diagnosed with peritonitis and had her catheter replaced. She had been on hemodialysis for a while, but should be returning to peritoneal dialysis soon. Product surveillance spoke with the patient's nurse on june 16th, 2010. The nurse did not have the patient information available to address the questions from the peritonitis worksheet. The nurse did indicate that the patient was now on hemodialysis and would not be returning to peritoneal dialysis (pd) as she is going to be having a transplant. She is currently not under the care of this nurse. When asked what she felt the cause of the peritonitis was, she said she felt it was the patient's poor sterile technique. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B) (4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4).